Event description:
It was reported that the atrial lead gave a warning due to low impedance from a possible lead insulation breakdown. It was also reported that the atrial lead polarity switched to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was an atrial lead warning on (B)(4) 2011 after 1,355 low impedance paces.